Event description:
An ophthalmic surgeon reported a problem with low energy output error from the laser head. This pt's flap had been cut, but not lifted. Surgery was delayed while the laser was rebooted. Although the surgeon is happy with this pt's outcome, info provided indicates, this pt experienced an undercorrection and a 1 line decrease in bcva in the left eye at 1 week post-op. Bcva went from 20/16- pre-op to 20/20++ post op, however, ucva improved from 20/200 to 20/20++. No further info is anticipated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)